Event description:
It was reported that insulin leaked from the reservoir into the reservoir compartment. It was also reported that the customer experienced high blood glucose levels, and was worried that the insulin pump was not working properly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states..

Manufacturer narrative:
Motor error alarm noted during basic occlusion test and unable to prime during prime test due to faulty force sensor. Motor was tested outside the device and passed. No moisture damage on motor assembly or electronic assembly noted during visual inspection.